Event description:
A malfunction alarm, identified by code malf 16, was reported with the customer's pump, though no notable events preceded this malfunction. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on their condition. The customer switched to a multiple daily injection (mdi) therapy as a backup, while technical support arranged for the pump's replacement and instructed the customer on returning the faulty device.